Event description:
The following information was reported: the balloon lost pressure at the 1st stop (sheath). Manual pressure of 30 minutes or less was applied. The patient was not hospitalized. Procedure type: intervention stick location: medium vessel size: 7mm sheath size: 6f vessel type: arterial. Additional information: at prep, the black marker on the inflation indicator was fully exposed. There was no resistance while inserting the device. There was no resistance while pulling back.

Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical evaluation to determine whether there was damage to its distal end that could have punctured the balloon could not be made. Based on the information provided, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (f1502702) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).